Event description:
Male resident was being transferred from his wheelchair into bed using a lift. Resident had a muscle spasm during transfer causing him to lean forward and to the right and falling out, catching his throat on the swivel bar hook. Resident was transferred to hosp laceration to throat needed stitches for closure.